Event description:
It was reported on (B)(6) 2022 by a facility representative via sems that an ar-9625 hex driver tip broke. This was discovered during a case and broke inside the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-9625 was received for investigation. Visual inspection identified that the distal end of the drive geometry had broken. No fragments were returned for assessment. The remainder of the driver tip was noticeably twisted, indicating that the device most likely broke under torsion. Due to the condition of the tip, the dimensions could not be accurately assessed. The probable cause is attributed to over-torquing/over-engaging the driver within the screw head.